Event description:
Healthcare professional reported "capsular contracture, baker grade iii," "rupture," and "exchange due to voluntary recall" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern for textured implant device, rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii," "rupture," and "exchange due to voluntary recall" against right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, d9, h3, h6.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii," "rupture," and "exchange due to voluntary recall" against right device. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii," "rupture," and "exchange due to voluntary recall" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, an opening on anterior, crease fold, and white calcification on the shell. A microscopic analysis was performed which identified: a striated opening on anterior. Based on the device analysis the final assessment is: - a striated opening on anterior assessed as surgical damage.